Manufacturer narrative:
(B)(4). Concomitant medical products: biomet biolox delta ceramic head 40, type 16/18 taper, catalog 650-1058, lot 2886455. Biomet option hip system taper adapter +3mm neck, type I taper, catalog 650-1067, lot 917020. Biomet g7 osseoti acetabular shell multi hole 60 mm, size g, 110010268, lot r3713987a. Biomet taperloc complete micro stem 8x101mm type 1 taper, catalog 51-109080, lot 3411830. G7 acetabular screws 6.5mm x 20 qty. 2, catalog 010000997, lot 3920076. G7 acetabular screws 6.5mm x 20, catalog 010000997, lot 3874188. G7 acetabular screws 6.5mm x 20, catalog 010000997, lot 3559058. G7 acetabular screws 6.5mm x 20, catalog 010000997, lot 3913174. G7 acetabular screw 6.5mm x 30, catalog 010000999, lot 3393647. G7 acetabular screws 6.5mm x 15 qty. 2, catalog 010000996, lot 3920087. G7 acetabular screws 6.5mm x 25 qty. 2, catalog 010000998, lot 3920096. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to dislocation approximately three months post implantation. The femoral head, liner, and taper adapter were removed and replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of operative reports received. Procedure notes found hip dislocated. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.